Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarms. The customer's blood glucose level was unknown. The customer reported that the display was returned after insertion of new battery. The customer stated that batteries were out of insulin pump greater than duration allowed by the insulin pump. There was a little bit of corrosion on the battery cap. Insulin pump will not be returned for analysis.